Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and device manufacture date are currently unavailable. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If a valid lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 3 of 8 for (B)(4). It was reported through clinical research study that during an anterior cruciate ligament (acl) reconstruction with lateral collateral ligament (lcl) repair procedures on (B)(6) 2023, an orthocordviolet w/mo-6 ndls device was used. According to the report, postoperatively on (B)(6) 2024, the patient had joint stiffness with reduced range of motion. It was reported that the event did not result in a reoperation/revision procedure. The status of the patient was unknown. No additional information was provided.